Event description:
It was reported that this patient recently received a monitoring alert from their remote communicator, as the scheduled remote follow-up transmission was missed. Boston scientific (bsc) technical services was contacted, and it was discussed that the patient's implantable pacemaker was recently explanted and replaced with a non-bsc device, due to an infection. Therefore, the communicator was unable to remotely connect to the new non-bsc device. It is currently unknown if the pacemaker will be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient recently received a monitoring alert from their remote communicator, as the scheduled remote follow-up transmission was missed. Boston scientific (bsc) technical services was contacted, and it was discussed that the patient's implantable pacemaker was recently explanted and replaced with a non-bsc device, due to an infection. Therefore, the communicator was unable to remotely connect to the new non-bsc device. Information was requested from the field regarding whether the pacemaker will be returned, but no details were able to be provided.